Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the doctor tried to remove the delivery device he felt resistance, he went back with scope, noted the capsule had adhered to esophagus. He tried to break handle to release the capsule but then the capsule came free from the esophagus. Another capsule was placed normally. The pt was not injured following the procedure.